Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was received and inspected. Visual observation revealed that only the versalok threader was returned and not the gun. Hence, a physical evaluation cannot be confirmed. A visual inspection was conducted on the threader to determine if the device had any gross visual defects that may contribute to the reported failure. No anomalies were identified. Therefore, this complaint cannot be confirmed. Moreover, we cannot determine the root cause as to what led the customer to experience the reported failure without the missing component. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable.

Event description:
It was reported by the affiliate via personal interaction that after the surgeon advanced the versalok threader tab. The locking mechanism of the deployment gun and the shaft didn¿t work, and the anchor could not be locked. The surgery was delayed by less than 30 minutes. It was not reported how the surgery was finished. The device was brand new and the first use when the issue occurred. No further information is available.